Event description:
It was reported that the ventilator failed during use on a patient. The primus generated a corresponding alarm. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during use on a patient. The primus generated a corresponding alarm. There was no injury reported.

Event description:
It was reported that the ventilator failed during use on a patient. The primus generated a corresponding alarm. There was no injury reported.

Manufacturer narrative:
The device was inspected by dräger service after the reported event. The electronic logfile was downloaded and the pcb vgc analog was replaced based on the log entries. The device was tested and returned to the customer. The electronic logfile was submitted for further analysis. Considering the age of the device (arzn-0117, produced 12/2008), it was decided not to investigate the replaced pcb. The reported ventilator failure could be reconstructed by means of the information recorded in the log. The case in question was started at 8:10 in man/spont and continued from 8:15 in pressure mode. Subsequently, ventilation was stable and unremarkable. At 8:25, a failure of the inspiratory pressure sensor (pz) on the pcb vgc analog was detected (entry 12.1365 and 12.1366). Due to the failed pressure measurement, the device stopped automatic ventilation and switched to man/spont mode automatically. At the same time, a corresponding visible and audible ventilator fail alarm was generated. Manual ventilation was possible without restriction. This behavior corresponds to the specified safety concept of the device. The failure of the inspiratory pressure sensor (pz) was the root cause of the reported fan failure. Replacement of the pbc vgc analog fixed the problem. The failure rate of the pressure sensor is below 0.1% and is considered acceptable.